Event description:
New information received notes the lead was capped and replaced.

Event description:
It was reported during normal follow up, externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. Patient condition was good. Lead remains implanted and patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.